Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 17-may-2022 for under delivery. These repairs should not have impacted the dso sensor function. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the tamper seal was intact. Functional testing found the problem was duplicated: upon latching and closing the cassette, there was a cassette not attached properly error alarm. Down stream occlusion (dso) sensor was nonreactive. Recommend replacing the dso sensor for preventive. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump was alarming cassette not attached properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.